Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery interventional procedure. Reportedly, there was resistance splitting the starclose se sheath. The thumb advancer became stuck approximately 2cm before the distal end of the sheath in the obese patient. The safety release was used to remove the device without any resistance. A small hematoma at the access site was observed and manual arterial compression was performed for 20 minutes. A femostop was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer could not be replicated in a testing environment as the device was returned with the sheath split completed. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause could not be determined as the reported resistance deploying the thumb advancer could not be replicated/confirmed. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.